Event description:
Per the clinic, the device was explanted on (B)(6) 2023, due to no connection with the internal device and the patient was re-implanted with another cochlear device during the same surgery.